Event description:
A report was received that a patient was having difficulty charging. A bsn representative met with patient and determined that the patient's ipg needs to be replaced. The physician has replaced the patient's ipg and the patient is reportedly doing well.